Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 40 mg/dl and 30 mg/dl. The customer treated with suspending the insulin pump and eat or drink a soda. The customer's blood glucose was 50 mg/dl. The customer¿s current blood glucose was 147 mg/dl. The customer had high blood glucose level of 250 mg/dl. The customer treated high blood glucose with insulin pump. The product was not returned for analysis.